Event description:
Customer's internal report states, "started cyclophosphamide and immediately noted drip from IV tubing. IV paused and line clamped. On further examination noted hole in IV tubing approximately 4 inches below IV drip chamber. Tubing had been primed with ns per protocol." There was no patient harm or medical intervention required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow-up report will be submitted with the results of the investigation once it has been completed.